Event description:
It was reported that after a coronary drug eluting stenting treatment procedure a death occurred. The target lesion was located in the non-calcified, moderately tortuous, 90-99% stenosed, left anterior descending artery (lad). Prior to the stent implantation a dissection in the aorta occurred while advancing the guide catheter and guide wire. The dissection caused blood to leak into the pericardial sac. The lad lesion was predilated with a 3.0 x 20 mm balloon to 8 atms. The physician then placed a 3.00 x 20 mm taxus express2 drug eluting stent. During the procedure an anerurysm ruptured in the myocardium. Plavix was administered before the procedure and for follow-up. The pt was taken to the coronary intensive care unit where pt experienced hypotension, chest pain and a myocardial infarction. The pt had a bedside echo performed which showed fluid in the pericardial sac. An urgent pericardial window with pericardiocentesis was performed and 400cc of hemorrhagic fluid was removed. The pt then developed respiratory and cardiac arrest, the pt was intubated but expired. The physician reported that the cause of death was cardiac tamponade from blood in the pericardial sac, and also asserted that the death of the pt was not correlated to the implant of the taxus stent.